Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed alert 69 for an algorithm data parity check and alert 57 for a software runtime error while the device was on a charging pad with full battery; a restart temporarily cleared the alerts, which then recurred, and replacement was discussed but deferred pending consultation with the healthcare provider. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention or hospitalization. Investigation included troubleshooting and user education, including device restart guidance. Investigation of this case revealed recurrent software and algorithm alarms consistent with a device malfunction affecting the pump¿s control algorithm without evidence of user error. It was concluded, based on previously established findings for similar reports, that the cause was a device software or electronics malfunction of undetermined root cause. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.